Event description:
It was reported that the patient was in atrial fibrillation and the discriminator on the implantable cardioverter defibrillator (ICD) did not filter out the irregular heart rate and morphology and the patient received anti-tachycardia pacing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.